Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl 10,000 mcg/ml at a dose of 751 mcg per day via an implantable pump for pancreatitis and non-malignant pain. It was reported there was an 8476 personal therapy manager (ptm) error code seen. The pump alarm had been heard as well, on the morning of (B)(6) 2016. The code was noticed the day prior on (B)(6) 2016 intermittently, when the patient would request a bolus. It reportedly didn't happen all of the time and the patient believed it was intermittent because she wasn't in withdrawal, just more pain. The pain had been sudden in its onset. The patient had called her healthcare provider (hcp) office and was re-directed to call the device manufacturer because they couldn't get a hold of their device manufacturer representative (rep) quickly. The patient had just had a chest x-ray on (B)(6) 2016 but that was it in terms of what had been recently encountered. The patient planned to call her hcp and get in on the date of the report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received from the healthcare professional (hcp) via a manufacturer¿s representative (rep) on 2017-apr-20. It was reported that the device had been explanted on (B)(6) 2017, was in the possession of the rep, and would be returned to the manufacturer for analysis. The device was replaced by a device of the same manufacturer. There was a motor stall resulting in the return of original pain and opioid withdrawal, both requiring initiation of oral opioids until pump replacement. There were no known environmental/external/patient factors that may have led or contributed to the issues, and it was denied that there was electromagnetic interference (emi) immediately preceding motor stall. Diagnostics/troubleshooting performed included the managing physician interrogated the pump after the motor stall and confirmed the stall. Neither the hcp or the patient recall if the critical alarm was sounding at the time. It was reported that the patient was unable to proceed with pump replacement until (B)(6) 2017 due to dental issues and risk of infection. The issue was resolved at the time of the report. The hcp would have no further information for the manufacturer. Fentanyl was being delivered with a concentration of 10,000 mcg/ml and an unknown dosage. Surgical intervention consisted of replacing the 8637-40 due to the motor stall on (B)(6) 2016. The pump was removed (and 23 ml fentanyl 10,000 mcg/ml wasted) and replaced with 8637-40 placed in the same pocket in ¿luq¿ (possibly stands for left upper quadrant). The pump was filled with 2,000 mcg/ml fentanyl and simple continuous started at ¿250 mcg/d with pa (patient activated) 0.25 mcg q 1 hr. X 10/12 hrs., max. 10.¿ the new ptm was ¿married and given.¿ caution due to off-label drug. Pump was sent for analysis with the logs. The reason for the motor stall was unknown, but the patient acknowledged having several imaging procedures done since the implant including magnetic resonance imaging (MRI¿s) and computed tomography (CT¿s). The patient¿s weight was asked and would not be made available. Medical history included chronic pancreatitis. The patient was reported to be ¿alive ¿ no injury.¿ there were no further complications reported/anticipated. Additional information was received on 2017-may-15. The device was returned to the manufacturer with logs. It was indicated that a motor stall occurred on (B)(6) 2017 at 9:39, recovered on (B)(6) 2016 at 6:59, occurred again on (B)(6) 2016 at 19:05, and ¿stopped pump period may exceed tube set¿ on (B)(6) 2016 at 19:05. It was reported that the new pump contained 2,000 mcg/ml fentanyl with a dosage of 250.4 mcg/day. There were no further complications reported/anticipated.

Manufacturer narrative:
The pump was returned for analysis. Pump analysis found gear train anomalies of a stall due to shaft bearing and corrosion, wear or lubrication. The device code (B)(4) no longer applies. The conclusion code was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.